Event description:
Information received indicates the bed is not turning on when it is plugged in.

Manufacturer narrative:
The technician checked the fuses on the power control board and they were fine. He replaced the power control board to repair the bed.